Event description:
.

Event description:
It was reported that the right ventricular (rv) lead was undersensing and required repositioning. During the reposition procedure, the helix mechanism required up to 40 rotations to retract and to extend. Once the lead was positioned, the physician had difficulty retracting and re-inserting the stylet. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however distal conductor distorted, outer insulation breached cut, outer tubing overlay cosmetic environmental stress cracking, apparent explant damage, and blood noted on distal conductor (not obstructed), outer tubing overlay, and helix mechanism; the analyst noted that the lead was received with the helix extended and the distal coil distorted within the connector. Helix will not extend or retract due to distal conductor distortion within the connector. The stylet will not insert because of the distortion in the distal connector; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.